Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
It was reported via FDA mw# 5068829: then in (B) (6) of 2016 an infection setup in the hardware in the shoulder. They did another surgery to flush the shoulder and put me on 2 different antibiotics to get the infection under control. That did not work. They took out all the stryker hardware out, flushed and put in an antibiotic shim in its place. At that time I was put on daily IV antibiotics for 6 weeks. Then on (B)(6) 2017, they put all new hardware in from a different MFR and added another 4 weeks of IV antibiotics and that is to today¿s date (B)(6) 2017.

Manufacturer narrative:
Evaluation revealed the humeral stem, the humeral cup, the humeral insert, the glenosphere, the baseplate, the peripheral- and center screws to be the primary products. No further associated products were reported. A physical examination could not be carried out as the items were not received for evaluation. A review of the device history records could not be carried out as the lot codes were not available. In the case presented the patient had a peri-prosthetic infection of a reverse shoulder arthroplasty. A revision surgery was performed. All shoulder reunion implants were removed. An antibiotic shim was put in place. In 2017 the patient received another shoulder arthroplasty from another manufacturer. All available information, medical records and x-rays were forwarded to a consultant health care professional for review. The patient had multiple risk factors for infection including underlying rheumatoid arthritis which is an auto immune disease, trauma leading to an orif and multiple subsequent revision surgeries. The organism involved propionibacterium . A recent current concepts review in the journal of bone and joint surgery outlines the prevalence of this organism involving infections of the shoulder. It is a commensal organism found within the skin of patients undergoing procedures in this area. There is no evidence to suggest a defect in the implants or their manufacture. With the currently available information a deficiency of the devices could not be verified. The file will be closed formally. In case relevant clinical information or the items should become available, we reserve the right to update the investigation and change the root cause.

Event description:
It was reported via FDA mw# 5068829: then in (B)(6) of 2016 an infection setup in the hardware in the shoulder. They did another surgery to flush the shoulder and put me on 2 different antibiotics to get the infection under control. That did not work. They took out all the stryker hardware out, flushed and put in an antibiotic shim in its place. At that time I was put on daily IV antibiotics for 6 weeks. Then on (B)(6) 2017, they put all new hardware in from a different MFR and added another 4 weeks of IV antibiotics and that is to today¿s date (B)(6) 2017.